Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 176 mg/dl. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer reported that display returned. The customer reported that they found power loss alarm in the alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.